Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that three weeks ago her insulin pump began getting black lines on the screen; she changed the battery but the insulin pump will time out and give a beep warning to change out the battery three or four times. The black lines recurred approximately fifteen minutes ago when the customer attempted to bolus. The patient's blood glucose at the time of incident is unknown, but her blood glucose was 113 mg/dl this morning. Troubleshooting was initiated for the partial display. The insulin pump was not bumped or dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify missing segment or partial display, black line on screen, off no power or low battery alarm due to blank display. The insulin pump had minor scratched display window and scratched case.